Event description:
It was reported that during a pta treatment procedure the balloon detached. Two lesions were located in the branchio-cephallc vein (medially and distally) between the superior vena cava and subclavian veins. Both lesions were approximately 3.0-3.5 cm in length, described as concentric and very stenotic. Access was obtained using a 7 fr sheath and both lesions were dilated 'a couple times' with some success. The physician felt maximum benefit had been achieved and was removing the balloon catheter. Some resistance was encountered during removal at which time the balloon segment detached from the catheter. The patient was asymptomatic during this event and was subsequently taken to surgery for a cutdown procedure within 60-90 minutes for successful retrieval of the balloon segment. The patient was admitted overnight following the surgical procedure. The patient is reported as 'fine'. No damage to the patient's smaller vasculature was noted. The physician plans to follow up with the patient approximately one month from the date of this procedure. The physician is of the opinion that the surgical procedure was directly related to probable failure of the balloon catheter.